Event description:
On (B)(6) 2011, wife reported the up and down buttons on the infusion device are defective. This issue was first noticed "a long time ago." The buttons do pop up after they are pressed. Pt boluses up to 4 times per day. Infusion device was replaced and requested for evaluation. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue.